Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no alert or alarm after pressing act or esc button, keypad was unresponsive. The customer's blood glucose value was 370 mg/dl. Troubleshooting was performed. The customer stated that drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
No audio or beep or button error alarm noted. Unit had unresponsive esc and act buttons due to unlocked or lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify prime or fill anomaly due to unresponsive button.